Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported the patient was very nervous about potentially messing something up due to living so far from the healthcare professional¿s (hcp) office. The patient stated they had increased stimulation up to 7 and was feeling stimulation below where the leads were placed and was worried she moved something out of place while sleeping. It was noted the patient was very apprehensive of messing something up. It was noted the patient began the trial on (B)(6). Additional information from the patient on (B)(6) reported the patient thought the leaks were being caused by her being too cautious when she went to the restroom as to not pull or yank on the wires. There were no further complications that have been reported as a result of this event.